Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed assemblies at the failure analysis center and determined the cause of the failure to be due to integrated circuit chip, designator u61, on the system controller pcb assembly. No failure was found with the user interface pcb assembly and it was confirmed to be an ancillary replaced part.

Event description:
It was reported that the device would lock-up during the boot-up sequence and failed to ever complete the boot-up sequence. The device requires multiple presses to the power button to power off. There was no patient use associated with the reported failure.